Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that removal difficulties and shaft break occurred. The 95% stenosed target lesion was located in the severely tortuous and calcified middle and distal end of the left anterior descending artery. A 2.50x20mm promus element plus drug-eluting stent was advanced for treatment but the physician could not locate the lesion accurately after several adjustments. The delivery shaft was deformed and the stent shaft was fractured during a difficult withdrawal. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.50x20mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube shaft found a break situated at 19.0cm distal to the distal end of strain relief as well as multiple kinks located at different places along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that removal difficulties and shaft break occurred. The 95% stenosed target lesion was located in the severely tortuous and calcified middle and distal end of the left anterior descending artery. A 2.50x20mm promus element plus drug-eluting stent was advanced for treatment but the physician could not locate the lesion accurately after several adjustments. The delivery shaft was deformed and the stent shaft was fractured during a difficult withdrawal. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable.